Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer had an elevated high blood glucose (bg) of 577 mg/dl. A correction bolus was delivered to address bg level. Customer changed the pump supplies and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.